Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was completed. The sureform was returned unopened without being used. The instrument was opened in-house. Upon visual inspection, there was no physical damage found. The instrument was installed onto the system with an in-house drape and seal. The instrument failed the recognition and engagement tests on all three attempts. There was no physical damage found. As part of investigation, further inspection found roll friction on the main tube. This issue is unrelated. There is friction observed when manually rotating the main tube of the stapler compared to an in-house stapler. The binding between the main bushing and roll gear was found to be improper. The root cause of this failure is attributed to component failure. A review of the site's complaint history identifies related complaints involving this product. The site is returning products in their inventory with the same lot. These are documented under reports submitted on patient identifier (B)(6). A review of the instrument log for the sureform 60 stapler (part# 480460-09/ lot# l10220803-0465) associated with this event has been performed. No log information was available. Image/video review: no investigation required as no image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the sureform 60 stapler moved with unintuitive motion. Poor instrument control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure at an unspecified date, the sureform 60 stapler instrument with lot l10220803 exhibited non-intuitive movement. According to the surgeon, the instrument moves in the opposite direction when commanded by the controller. Troubleshooting was attempted by removing and reinstalling the instrument; however, once reinstalled, the instrument failed to "initialize" or engage. No further information was provided at this time. The customer is returning all the instrument with the same lot number for evaluation. Follow up was attempted; however, no additional information provided at this time.